Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The video controller and display adapter were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that both monitors were dark on the 2800 system. No pt injury was reported.